Event description:
An IV practice nurse and oncology (B)(6) reported 24 hour infusions are taking 4 to 5 hours longer to complete. Rns are having to speed up the rate to compensate. Ivbp antibiotics/electrolyte riders, and chemos (hung as a secondary but infusing as a primary) are requiring 30-60 minutes longer than scheduled infusion times in order for all the medication to be administered. Ivpbs are not close to being empty if programmed according to what the sticker on the medication reads. There was no report of pt harm and no medical intervention was required. Customer stated that no further pt/event info is available. No serial numbers have been reported and no products will be returned.

Manufacturer narrative:
(B)(4). The customer's report of infusions taking too long could not be confirmed because the serial numbers were not recorded and no product will be returned for failure investigation. The root cause of this failure was not identified.